Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was unresponsive. No patient or user harm reported. The biomedical engineer (bme) evaluated the device and thoroughly cleaned the user interface (ui). The bme then completed a touchscreen calibration, verifying proper operation of the device following the cleaning. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The product malfunction was observed by the bme. The most likely cause of the unresponsive touchscreen was determined to be a result of lack of proper cleaning of the user interface by the user. The device was reported to be outside of use at the time of the reported problem. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.